Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "it is a breast cancer patient from 2017 that had the textured implant. Patient was having some issues (autoimmune, patient has lymes) and wanted them out". These events are not related to the device. After removing the implant it was discovered "the implant was ruptured" this record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "it is a breast cancer patient from 2017 that had the textured implant. Patient was having some issues (autoimmune, patient has lymes) and wanted them out". These events are not related to the device. After removing the implant it was discovered "the implant was ruptured". This record is for the right side. Device was explanted.

Event description:
Healthcare professional reported "it is a breast cancer patient from 2017 that had the textured implant. Patient was having some issues (autoimmune, patient has lymes) and wanted them out". These events are not related to the device. After removing the implant it was discovered "the implant was ruptured" this record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified sharp broken on posterior and missing shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior side assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.